Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that both pumps exhibited a no cassette no disposable clamp tubing alarm. Patient disconnected cassette from pump and reconnected it and it wouldn't run and then connected cassette to back up pump and got same error. Patient did not have a cassette already mixed so she had to mix a cassette to replace faulty cassette. Patient experienced hot flashes and dizziness after about 2 minutes of not getting medication due to cassette issue. Patient was able to resume infusion and reported no issues at time of call. No patient injury was reported.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. The most probable cause is a faulty dso sensor. A manufacturing DHR review was performed because the device is within a year from its manufacture date. Passing the final functional testing. Service history review identified this device has not been in for service previously.